Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death, cardiopulmonary arrest, infection, dyspnea, and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant". Device labeling addresses the reported event of cardiopulmonary arrest as follows: contraindications: the lap-band ap system is contraindicated in: patients with severe cardiopulmonary diseases or other serious organic disease which may make them poor surgical candidates. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infections or contamination, removal of the device is indicated". Device labeling addresses the reported event of dyspnea as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."

Event description:
Reported events of "constant pain", "gasping for breath", cardiac arrest" and death as reported in los angeles times article of 19/dec/2010 entitled, "a second death linked by a coroner's report to the weight-loss surgery performed at a beverley hills clinic may prompt state regulators to take a closer look at the procedures marketed by top surgeons". Follow-up info: coroner's office state that cause of death was "peritonitis leak from gastroesophageal junction and other significant conditions with diabetes".